Manufacturer narrative:
A qualified field service engineer advised the customer to plug in the external monitor while the system was off to resolve the customer¿s immediate concerns. Engineering attempted to reproduce the problem as reported by the customer. However, the issue was unable to be reproduced as pertinent information required for investigation was unable to be obtained, therefore, no further investigation is possible. The system has returned to use with no similar issues reported.

Event description:
It was reported the epiq cvxi ultrasound system was not available during an intracardiac echocardiography (ice) procedure while connected to an external monitor. The system shut down and was rebooted several times. There was no reported patient nor user harm as a result of the issue. A philips field service engineer advised the customer to plug in the external monitor while the system is off to resolve the issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.